Event description:
--

Manufacturer narrative:
Upon receipt at out post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted holes in all seal plugs but the df negative seal plug. A broken wrench tip was noted in the atrial positive setscrew, and the setscrew was stuck in the up position. The ventricular negative setscrew was stuck in the up position, and the setscrew hex slot was damaged, consistent with improper or incomplete insertion of the setscrew. The retaining rings for the df positive, ventricular negative, and both positive and negative atrial connectors were bent, consistent with excessive force applied to the setscrew. Analysis concluded the reported setscrew difficulty was likely induced during the procedure. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific crm received information that, during an explant procedure, a setscrew was stuck. Several different torque wrenches were used before the setscrew could be successfully loosened. Upon return, initial routine device analysis noted the device failed to meet longevity specifications.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of analysis.